Event description:
It was reported that during a cardiac ablation procedure using the sheath, several issues were encountered. Initially, big bubbles were observed in the side port of the sheath during aspiration. Attempts to aspirate these bubbles resulted in them becoming larger. The sheath was replaced. During the first freeze, a loud bang was heard from the sheath handle rendering it unsteerable. The sheathwas replaced again. During aspiration of the third sheath, big bubbles appeared in the side port. The bubbles became even bigger by trying to aspirate them out of the side port. The bubble were eventually able to be aspirated. The was able to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012474961 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection test revealed the sheath didn¿t reach primary deflection at 180 degrees (°). The dissection test revealed a broken pull wire inside the shaft. In conclusion, the steering issue was confirmed through testing. The reported issue of "air ingress" was not confirmed through testing and analysis. The sheath failed return inspection due to a broken pull wire and a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.